Event description:
During evaluation, a flogard infusion pump experienced a battery low alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced onsite. This is an ancillary event. To correct the condition of a battery low alarm, the battery was replaced. The device was restored to good working condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.